Event description:
It was reported during implant that the right ventricular lead exhibited a failure to capture and low pacing impedance. The lead was thought to have perforated the heart. The lead was explanted and successfully replaced. There were no patient consequences.

Manufacturer narrative:
The reported events were cardiac perforation, failure to capture and low pacing lead impedance. As received, a complete lead was returned in one piece with the helix extended and clogged with blood/tissue. The full helix extension length was measured within specification. The tip stiffness test was performed, and the test results were within specification. The reported events of failure to capture and low pacing lead impedance were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies.